Event description:
Additional information was received from a consumer and it was reported that the pump was removed due to an infection at the surgical site.

Manufacturer narrative:
Concomitant medical devices: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
On (B)(6)2015, information was received from a consumer via a company representative and a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. On an unknown date, the patient was instructed by a nurse to watch the wound post operatively because of redness. On (B)(6) 2015, the patient experienced swelling and pain at the pump pocket. The patient's status was reported as "alive, no injury". The patient went to the emergency room (ER) due to a possible infection. A complete blood count (cbc) and cultures were done, but the results were not reported. On (B)(6) 2015, the device system was explanted and the event resolved. There was no issue with the pump as it was working fine. If additional information becomes available, a follow-up report will be submitted.